Event description:
The pt failed to received treatment as the delivery apparatus for implanting sir-spheres failed to maintain an air-tight seal. Investigations to date indicate that the failure of the seal resulted from a double puncture of the v-vial septum when loading the pt readiation dose. The second puncture was attempted through the initial puncture hole, in all likelihood causing a sufficiently large hole in the septum to allow loss of air space and an extremely small quantity of fluid from the vial. The apparatus is still too readioactive to be returned for examination by sirtex. Pt treatment was rescheduled and conducted successfully. This was an unnecessary additional interventional undertaken in order to provide treatment.